Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, the device did not fire while using it in a broken sigmoid colon. The surgeon was able to press the green button but could not squeeze the handle. They changed the reload to complete the case. There was no patient injury.